Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/26/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim/faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.